Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy, it was reported by the affiliate that the er320 jaw broke off and fell into the pt. The case was converted to an open procedure to remove the jaw. The operation was completed by hand suturing.